Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer alleges that the cause of the high blood sugars is due to her pump not delivering properly. No adverse event. The pump being returned and replaced.